Manufacturer narrative:
The pump was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer's dad reported via phone call of issues with the customer's pump. The father states that the act button is hard to press and sometimes unresponsive. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and returned for analysis.